Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 460 mg/dl and it was treated by manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Drive support cap was normal. Customer was not alleging that insulin pump was under delivering. Customer was using cannula as per infusion set. Device will not be returned for analysis.